Event description:
It was reported that the drug delivery system was removed secondary to infection. No further symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.